Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor overheated quickly and made a loud unusual noise. It was determined that the driveshaft was cracked, which was due to excessive force being used during use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to abuse/ misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor was loud on the motor device. During in-house engineering evaluation, it was observed that the device was heating up and had excessive vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.